Event description:
On (B)(6) 2010, the pt underwent emergent endovascular repair of penetrating ulcer of the thoracic aorta using a gore tag. Thoracic endoprosthesis. A gore introducer sheath with silicone pinch valve was used to implant the device. It was reported that left external iliac artery was ruptured as the sheath was withdrawn from the pt. The ruptured left eia was repaired by direct suturing. On (B)(6) 2011, the pt was discharged in good condition. No abnormality in the anatomy of the pt's access vessel was reported. No diameters of the access vessel were available.